Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3179200. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
The needles getting blocked up only effected a patient once when the nurse went to inject the medication and it did not come out of the needle. Since that incident more needles have been found to be blocked. When this happens the nurse will swap out the needle for a new one. Material #: 305106; batch#: 3179200. It was reported by customer that reported that while using some of the needles they are getting blocked up and will not inject any solution. Rcc received a complaint via email. Item: 305106. Quantity affected: (B)(4). Serial/lot number: (B)(6). Po : (B)(4). Are any samples available for return? No. Reported issue: reported that while using some of the needles they are getting blocked up and will not inject any solution. Customer disposition request: replacement.

Event description:
Material #: 305106, batch#: 3179200. It was reported by customer that reported that while using some of the needles they are getting blocked up and will not inject any solution. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Item: 305106, quantity affected: 4 bx, serial/lot number: (B)(6), po : 4516943387. Are any samples available for return? No. Reported issue: reported that while using some of the needles they are getting blocked up and will not inject any solution. Customer disposition request: replacement.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.